Event description:
It was reported that a user of the ilet experienced a high blood glucose of 318 mg/dl after having a snack, pausing insulin delivery for a shower, and then eating breakfast; the agent observed that the automated correction algorithm subsequently reduced glucose back into range, and education on meal announcements and correct meal size entry was provided. Customer care performed troubleshooting that included review of device-reported glucose trends and user report. Investigation of this case revealed user-related factors associated with meal timing, pausing insulin, and meal announcement practices, with device functionality performing as intended. No symptoms associated with hyperglycemia reported. Outcomes included return to target glucose without medical intervention or hospitalization. It was concluded that the event was related to use conditions rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.